Event description:
It was reported that they were unable to interrogate the implantable pulse generator (ipg) during a routine follow-up. In the previous follow-up the device indicated one year of battery life remained. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, analyzed and analysis of the device revealed normal battery depletion.